Event description:
It was reported that the customer was hospitalized due to diabetic ketoacidosis. The customer's blood glucose levels were too high for the glucose meter to detect. It was stated that the customer was found unresponsive by her family prior to the hospitalization. The caller declined troubleshooting at the time of call. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.